Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing which included bench handling, stress testing, printer testing, multiple power cycling, and full functional testing of the device monitoring and defibrillating parameters without duplicating the customer's report. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend. Reports of this nature are typically not considered to have any clinical impact.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed self-test for printer function. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed self-test. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.